Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that could cause or contribute to the reported event. The device remains implanted. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states the following potential complications: complications associated with the proper implantation of the pelvilace biourethral support system may include, but are not limited to: postoperative hematoma, temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage. (B)(4).

Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury, and has undergone corrective surgery.